Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial under sensing during an atrial arrhythmia, in addition to possible far-field r-wave over sensed events. There also appeared to be several mode switches. No additional information could be obtained after multiple follow-up attempts. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.